Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results, with two different nano meters, within 10 minutes: on (B)(6) 2017, 235 mg/dl on customer¿s nano meter, (system 1) and 98 mg/dl on friends nano meter (system 2), on (B)(6) 2017, 210 mg/dl on customer¿s nano meter, (system 1) and 101 mg/dl on friends nano meter (system 2), and on (B)(6) 2017, 216 mg/dl on customer¿s nano meter, (system 1) and 95 mg/dl on friends nano meter (system 2). The same exact vial of strips was used when testing on both meters. No adverse event reported. Friend's information not provided. New product cannot be sent nor requested for return.